Manufacturer narrative:
H1: based on additional information received, a surgical intervention did not occur. Report type updated to just malfunction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) indicated that yesterday (B)(6) 2025, the rep had some information by the implantation center. The doctor did not send the patient to the implantation center. The patient's condition worsened due to their illness and the patient was deceased. Additional information received from a foreign health care provider (for, hcp) via a manufacture representative (rep) indicated that in response to all the questions pertaining to the patient's death, the rep was informed last week by the implant center that the patient had passed away due to their illness cancer. The rep wrote to the physician at the follow-up center but had not received a reply. The rep had no further information to share.

Manufacturer narrative:
Continuation of d10: product ID neu unknown cath, serial# unknown, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: neu unknown cath, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign healthcare provider (hcp) via a company representative (rep) regarding a patient receiving unknown medication via implanted infusion pump. It was reported that the patient was in pain and the last refill pump took place on (B)(6) 2024 and the doctor found a 4 ml of difference. Usually, he found 0 to 1ml and the patient was not feeling well. The pain was recurring. The doctor aspired the catheter but was only to extract 0.5 ml. The patient was being transferred to implantation center. There were no environmental/external/patient factors that may have led or contributed to the issue. The issue was not resolved at time of report. The patient's gender, age, weight, and medical history were asked, but unknown. The patient's status was alive - with injury, further clarified as the pain had come back. The implant date of the pump was asked, but unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a foreign healthcare provider (hcp) via a company representative (rep) indicated the expected residual volume (erv) was 4.5 mls and the actual residual volume (arv) was 0.5 mls. It was noted the patient was transferred to the implantation center. The doctor did not know what the cause of the volume discrepancy was. The rep was awaiting more information regarding being transferred to the implantation center. Regarding if the pump would be replaced, it was reported as no, the doctor said that the implantation center to explore the catheter.